Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find activity related to the reported delivery issue. Last basal and bolus deliveries were on the complaint date and the total daily deliveries added up properly as programed. The pump powered up with auditory and vibratory features. All the buttons responded properly. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. A rewind/load/prime sequence and a 24-hr pump exercise were executed without incidences. The reported delivery issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported issue, the display showed a discolored contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had hyperglycemia due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose reading was at 748 mg/dl with symptom of rapid, deep breathing/ shortness of breath/chest pain, extreme and/or atypical thirst (polydypsia), nausea, symptoms of dehydration (dizzy, lightheaded), and large level of ketones. It was reported that the patient was hospitalized for diabetic ketoacidosis and was treated with intravenous fluid and insulin injection by the health care professional at the hospital. The reporter stated that the patient had discontinued pump therapy and remained hospitalized at the time of the call. Customer technical support (cts) reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. It was reported that an air bolus was successfully completed during the call and the time and date on the pump was set correctly. Troubleshooting was unable to determine the cause of the alleged inaccurate delivery. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an alleged delivery issue with the pump of unknown cause.